Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; d10; g1; g3; g6; h1; h2; h3; h6. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): unknown humeral head (unknown), unknown stem (unknown). Associated product information: (B)(6). The reported event is unconfirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision shoulder arthroplasty procedure for an unknown reason. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): - (B)(6) (903900) - (B)(6) (66590559) - (B)(6) (099800) - (B)(6) (66843787) - (B)(6) (66992928) - (B)(6) (66190017) - (B)(6) (66845066) - (B)(6) (66983462) - (B)(6) (66783842) - (B)(6) (66817582) - 20-8090-009-02 (67070103) - (B)(6) (66775292) - (B)(6) (67006924) - (B)(6) (65562537) the customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.